Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). The right atrial (ra) lead was believed to be the cause of the oversensing. No intervention was performed. The patient was in stable condition.